Event description:
It was reported to tycohealthcare/kendall on 10/30/02 that a customer had a problem with a tenckhoff catheter. According to the customer: the patient got peritoneal catheter implantation in 2001, found that tube was leaking the following month from a pinhole near the titanium adapter. The md cut the cath and reattached to the adapter. Post catheter repair the patient got peritonitis. In 8/02 the patient discovered 2 pinholes near the titanium adapter. Samples will not be submitted to verifty defect.